Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a magnetic resonance imaging (MRI) the device was programmed out of MRI mode. The interrogation noted that the longevity of the device was shorter than the projected longevity prior to the MRI. The physician suspected premature battery depletion and technical support was contacted to review the records from the interrogation. It was found that when the reprogramming was performed, the diagnostic data was partial cleared which resulting in the inaccurate values being used to calculate the longevity. As new events were recorded on the device, the longevity calculations were corrected. The patient was stable with no consequences.